Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ectopic pregnancy with contraceptive device ('ecopic pregnancy'), genital haemorrhage ('abnormal bleeding') and abdominal adhesions ('intraabdominal adhesions') in a 43-year-old female patient who had essure (batch no. 20180238, 729920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abortion in 2001, abortion in 1986, abortion in 1982, multigravida, parity 2 ((B)(6) 1995, (B)(6) 2004) and dysmenorrhea. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, breast lump, dysplasia, dermatitis, jaw pain, prolactinoma, spotting vaginal, cervical cancer, ovarian cyst, nabothian cyst, general body pain, chills, fever, mastitis, prolactinoma, skin disorder, cellulitis, calf pain, swelling nos, head injury, mass, edema, flank pain, vomiting, uterine fibroid, endometrial polyp, uterine polyp, pelvic adhesions, nausea, rash, discomfort, allergic rhinitis, nasal injury, difficulty breathing, multiple allergies, sinus infection, chronic rhinitis and adenomyosis. Concomitant products included antihistamines, bupropion hydrochloride (wellbutrin) since (B)(6) 2010, corticosteroid nos, docusate sodium since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) since 2016, ibuprofen, medroxyprogesterone acetate (depo provera), sertraline since (B)(6) 2013, sulfamethoxazole, triamcinolone acetonide and trimethoprim. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced joint injury ("wrist injury"). In (B)(6) 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year after insertion of essure. In (B)(6) 2012, the patient experienced depression ("depression"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain/30 I gained since implanting essure"). In (B)(6) 2012, the patient experienced alopecia ("hair loss/thinning hair"), menopause ("sudden menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ more like haemorrhaging each month"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), acne ("acne"), vision blurred ("blurred vision") and photophobia ("sensitivity to light"). On (B)(6) 2012, the patient experienced labour pain ("I would have tremendous labor cramps"). In (B)(6) 2013, the patient experienced migraine ("migraines/endless migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced abdominal adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), infection ("infections"), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), cystitis ("bladder infection"), vaginal infection ("vaginal infections") with vaginal discharge, rash ("rash: on legs/rashes on inner leg"), tooth disorder ("dental problems"), visual impairment ("vision has gotten drastically worse"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("leg pain/ shooting pain in inner legs"), pollakiuria ("frequent urination"), uterine cyst ("have cyst in uterus"), genito-pelvic pain/penetration disorder ("heat spasms in my vaginal regions"), renal cyst ("cyst in my legs, kidney, attached to my ovary, in my breast"), dermal cyst ("cyst in my legs, kidney, attached to my ovary, in my breast"), ovarian cyst ("cyst in my legs, kidney, attached to my ovary, in my breast"), breast cyst ("cyst in my legs, kidney, attached to my ovary, in my breast still causing more tissue buildup"), cervical cyst ("cyst in my uterus, cervix"), menstrual disorder ("my period were unmanageable"), hot flush ("hot flashes in vaginal region"), amnesia ("memory loss"), skin disorder ("bad skin"), dysgeusia ("metal taste in my mouth"), nausea ("nausea"), back pain ("back pain"), pyrexia ("fever"), dizziness ("dizziness"), swelling ("swelling") and flatulence ("gas") and was found to have ph body fluid abnormal ("abnormal ph balance") and uterine leiomyoma ("uterus with all fibriod polyp"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and intraabdominal adhesions lysis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis, fatigue, acne and abdominal pain lower had resolved, the hypersensitivity, infection, migraine, alopecia, anxiety, menopause, cystitis, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, visual impairment, weight increased, vision blurred, photophobia, pain in extremity, labour pain, ph body fluid abnormal, pollakiuria, joint injury, abdominal adhesions, uterine cyst, genito-pelvic pain/penetration disorder, renal cyst, dermal cyst, ovarian cyst, breast cyst, cervical cyst, menstrual disorder, hot flush, amnesia, skin disorder, dysgeusia, nausea, back pain, pyrexia, dizziness, uterine leiomyoma, swelling and flatulence outcome was unknown, the rash and headache was resolving and the dysmenorrhoea had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal adhesions, abdominal pain lower, acne, alopecia, amnesia, anxiety, back pain, bacterial vaginosis, bladder disorder, breast cyst, cervical cyst, cystitis, depression, dermal cyst, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, hot flush, hypersensitivity, infection, joint injury, labour pain, menopause, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pain in extremity, pelvic pain, ph body fluid abnormal, photophobia, pollakiuria, pyrexia, rash, renal cyst, skin disorder, swelling, tooth disorder, urinary tract disorder, urinary tract infection, uterine cyst, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: second pregnancy created for miscarriage current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Batch number: 20180238, manufacture date: 2009/06, expiry date: 2012/06. Batch number: 729920, manufacture date: 2010/03, expiry date: 2013/03. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: depression, vaginal bleeding, pelvic pain, abdominal pain lower, dyspareunia, cystitis, abdominal pain, menorrhagia, headache, photophobia, vaginal discharge, dysmenorrhea, frequent urination, urinary tract infection, bacterial vaginosis, cramping, concerning the injuries reported in this case, the following ones were reported via social media: uterine leiomyoma, genito-pelvic pain/penetration disorder, fever, back pain, nausea, dizziness, dysgeusia, skin disorder, amnesia, hot flush, menstrual disorder, cervical cyst, abdominal adhesion , uterine cyst, renal cyst, dermal cyst, ovarian cyst, breast cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: event gas added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ecopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a 43-year-old female patient who had essure (batch no. 20180238, 729920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 1995, (B)(6) 2004), abortion in 1982, abortion in 1986 and abortion in 2001. Concurrent conditions included body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin xl) since (B)(6) 2010, docusate sodium since (B)(6) 2016, sertraline since (B)(6) 2013 and vicodin (norco) since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2012, 1 year after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"), menopause ("sudden menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), acne ("acne"), vision blurred ("blurred vision") and photophobia ("sensitivity to light"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), infection ("infections"), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), cystitis ("bladder infection"), vaginal infection ("vaginal infections") with vaginal discharge, rash ("rash: on legs"), tooth disorder ("dental problems"), visual impairment ("vision has gotten drastically worse"), abdominal pain lower ("lower abdomen pain") and pain in extremity ("leg pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis, fatigue, acne and abdominal pain lower had resolved, the hypersensitivity, infection, migraine, alopecia, anxiety, menopause, cystitis, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, visual impairment, weight increased, vision blurred, photophobia and pain in extremity outcome was unknown, the rash and headache was resolving and the dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, acne, alopecia, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, menopause, menorrhagia, migraine, pain in extremity, pelvic pain, photophobia, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: second pregnancy created for miscarriage. Current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Batch number: 20180238 manufacture date: 2009/06 expiry date: 2012/06. Batch number: 729920 manufacture date: 2010/03 expiry date: 2013/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ecopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a 43-year-old female patient who had essure (batch no. 20180238, 729920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". The patient's past medical history included multigravida, parity 2 ((B)(6)1995, (B)(6)2004), abortion in 1982, abortion in 1986 and abortion in 2001. Concurrent conditions included body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin xl) since (B)(6)2010, docusate sodium since february 2016, sertraline since (B)(6) 2013 and vicodin (norco) since 2016. On (B)(6)2010, the patient had essure inserted. In december 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6)2012, 1 year after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2012, the patient experienced depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and weight increased ("weight gain"). In august 2012, the patient experienced alopecia ("hair loss"), menopause ("sudden menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), acne ("acne"), vision blurred ("blurred vision") and photophobia ("sensitivity to light"). In january 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), infection ("infections"), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), cystitis ("bladder infection"), vaginal infection ("vaginal infections") with vaginal discharge, rash ("rash: on legs"), tooth disorder ("dental problems"), visual impairment ("vision has gotten drastically worse"), abdominal pain lower ("lower abdomen pain") and pain in extremity ("leg pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis, fatigue, acne and abdominal pain lower had resolved, the hypersensitivity, infection, migraine, alopecia, anxiety, menopause, cystitis, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, visual impairment, weight increased, vision blurred, photophobia and pain in extremity outcome was unknown, the rash and headache was resolving and the dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, acne, alopecia, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, menopause, menorrhagia, migraine, pain in extremity, pelvic pain, photophobia, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: second pregnancy created for miscarriage current weight 178 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Lot number (20180238, 729920) added. Concomitant medications added. Events sudden menopause, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, uti, bacterial vaginosis, vaginal infections, apareunia (inability to have sexual intercourse), rashes: on legs, bladder problems or changes, urinary problems or changes, headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision has gotten drastically worse, fatigue, weight gain, acne, blurred vision, sensitivity to light, lower abdomen pain and leg pain added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ecopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a 43-year-old female patient who had essure (batch no. 20180238, 729920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 1995, (B)(6) 2004), abortion in 1982, abortion in 1986 and abortion in 2001. Concurrent conditions included body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin xl) since (B)(6) 2010, docusate sodium since (B)(6) 2016, sertraline since (B)(6) 2013 and vicodin (norco) since 2016. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced joint injury ("wrist injury"). In (B)(6) 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2012, 1 year after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"), menopause ("sudden menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), acne ("acne"), vision blurred ("blurred vision") and photophobia ("sensitivity to light"). On (B)(6) 2012, the patient experienced labour pain ("I would have tremendous labor cramps"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), infection ("infections"), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), cystitis ("bladder infection"), vaginal infection ("vaginal infections") with vaginal discharge, rash ("rash: on legs"), tooth disorder ("dental problems"), visual impairment ("vision has gotten drastically worse"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("leg pain"), ph body fluid abnormal ("abnormal ph balance") and pollakiuria ("frequent urination"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis, fatigue, acne and abdominal pain lower had resolved, the hypersensitivity, infection, migraine, alopecia, anxiety, menopause, cystitis, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, visual impairment, weight increased, vision blurred, photophobia, pain in extremity, labour pain, ph body fluid abnormal, pollakiuria and joint injury outcome was unknown, the rash and headache was resolving and the dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, acne, alopecia, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, joint injury, labour pain, menopause, menorrhagia, migraine, pain in extremity, pelvic pain, ph body fluid abnormal, photophobia, pollakiuria, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: second pregnancy created for miscarriage current weight 178 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Batch number: 20180238 manufacture date: 2009/06 expiry date: 2012/06. Batch number: 729920 manufacture date: 2010/03 expiry date: 2013/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received. Events per pfs: I would have tremendous labor cramps, abnormal ph balance, frequent urination and wrist injury. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), genital haemorrhage ('abnormal bleeding') and abdominal adhesions ('intraabdominal adhesions') in a 43-year-old female patient who had essure (batch no. 20180238, 729920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abortion in 2001, abortion in 1986, abortion in 1982, multigravida, parity 2 ((B)(6)1995, (B)(6) 2004) and dysmenorrhea. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, breast lump, dysplasia, dermatitis, jaw pain, prolactinoma, spotting vaginal, cervical cancer, ovarian cyst, nabothian cyst, general body pain, chills, fever, mastitis, prolactinoma, skin disorder, cellulitis, calf pain, swelling nos, head injury, mass, edema, flank pain, vomiting, uterine fibroid, endometrial polyp, uterine polyp, pelvic adhesions, nausea, rash, discomfort, allergic rhinitis, nasal injury, difficulty breathing, multiple allergies, sinus infection, chronic rhinitis and adenomyosis. Concomitant products included antihistamines, bupropion hydrochloride (wellbutrin xl) since (B)(6) 2010, docusate sodium since (B)(6) 2016, fluticasone propionate (flonase), hydrocodone bitartrate;paracetamol (norco) since 2016, ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (depo provera), sertraline since (B)(6) 2013, sulfamethoxazole, triamcinolone acetonide and trimethoprim. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced joint injury ("wrist injury"). In (B)(6) 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year after insertion of essure. In (B)(6) 2012, the patient experienced depression ("depression"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain/30 I gained since implanting essure"). In (B)(6) 2012, the patient experienced alopecia ("hair loss/thinning hair"), menopause ("sudden menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ more like heamorrhaging each month"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), acne ("acne"), vision blurred ("blurred vision") and photophobia ("sensitivity to light"). On (B)(6) 2012, the patient experienced labour pain ("I would have tremendous labor cramps"). In (B)(6) 2013, the patient experienced migraine ("migraines/endless migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced abdominal adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), infection ("infections"), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), cystitis ("bladder infection"), vaginal infection ("vaginal infections") with vaginal discharge, rash ("rash: on legs/rashes on inner leg"), tooth disorder ("dental problems"), visual impairment ("vision has gotten drastically worse"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("leg pain/ shooting pain in inner legs"), pollakiuria ("frequent urination"), uterine cyst ("have cyst in uterus"), genito-pelvic pain/penetration disorder ("heat spasms in my vaginal regions"), renal cyst ("cyst in my legs, kidney, attached to my ovary, in my breast"), dermal cyst ("cyst in my legs, kidney, attached to my ovary, in my breast"), ovarian cyst ("cyst in my legs, kidney, attached to my ovary, in my breast"), breast cyst ("cyst in my legs, kidney, attached to my ovary, in my breast still causing more tissue buildup"), cervical cyst ("cyst in my uterus, cervix"), menstrual disorder ("my period were unmanageable"), hot flush ("hot flashes in vaginal region"), amnesia ("memory loss"), skin disorder ("bad skin"), dysgeusia ("metal taste in my mouth"), nausea ("nausea"), back pain ("back pain"), pyrexia ("fever"), dizziness ("dizziness") and swelling ("swelling") and was found to have ph body fluid abnormal ("abnormal ph balance") and uterine leiomyoma ("uterus with all fibroid polyp"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and intraabdominal adhesions lysis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis, fatigue, acne and abdominal pain lower had resolved, the hypersensitivity, infection, migraine, alopecia, anxiety, menopause, cystitis, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, visual impairment, weight increased, vision blurred, photophobia, pain in extremity, labour pain, ph body fluid abnormal, pollakiuria, joint injury, abdominal adhesions, uterine cyst, genito-pelvic pain/penetration disorder, renal cyst, dermal cyst, ovarian cyst, breast cyst, cervical cyst, menstrual disorder, hot flush, amnesia, skin disorder, dysgeusia, nausea, back pain, pyrexia, dizziness, uterine leiomyoma and swelling outcome was unknown, the rash and headache was resolving and the dysmenorrhoea had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal adhesions, abdominal pain lower, acne, alopecia, amnesia, anxiety, back pain, bacterial vaginosis, bladder disorder, breast cyst, cervical cyst, cystitis, depression, dermal cyst, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, hot flush, hypersensitivity, infection, joint injury, labour pain, menopause, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pain in extremity, pelvic pain, ph body fluid abnormal, photophobia, pollakiuria, pyrexia, rash, renal cyst, skin disorder, swelling, tooth disorder, urinary tract disorder, urinary tract infection, uterine cyst, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: second pregnancy created for miscarriage current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Batch number: 20180238. Manufacture date: 2009/06. Expiry date: 2012/06. Batch number: 729920. Manufacture date: 2010/03. Expiry date: 2013/03. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: depression, vaginal bleeding, pelvic pain, abdominal pain lower, dyspareunia, cystitis, abdominal pain, menorrhagia, headache, photophobia, vaginal discharge, dysmenorrhea, frequent urination, urinary tract infection, bacterial vaginosis, cramping. Concerning the injuries reported in this case, the following ones were reported via social media: uterine leiomyoma, genito-pelvic pain/penetration disorder, fever, back pain, nausea, dizziness, dysgeusia, skin disorder, amnesia, hot flush, menstrual disorder, cervical cyst, abdominal adhesion , uterine cyst, renal cyst, dermal cyst, ovarian cyst, breast cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events heat spasms in my vaginal regions, intra abdominal adhesions, fever, back pain, nausea, metal taste in mouth, swelling, uterus with all fibroid polyp, dizziness, memory loss, bad skin, hot flashes in vaginal region, my period were unmanageable, cyst in my uterus, cervix, have cyst in uterus, cyst in my legs, kidney, attached to my ovary, in my breast were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ecopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), infection ("infections"), migraine ("migraines"), alopecia ("hair loss"), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, infection, migraine, alopecia, genital haemorrhage, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, infection, migraine and pelvic pain to be related to essure. The reporter commented: second pregnancy created for miscarriage. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.